Event description:
It was reported that during a lap gastric bypass procedure, the device was making a funny noise. The device was pulled out, wiped off and inspected. It was observed that the blade had come off. The blade was recovered from the floor. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.